Event description:
My grandson is a type I diabetic and just started using the animas pump. For the first month on the pump, the company provides training and makes corrections on the settings. I download the pump and send the information to a registered nurse, and she sends me back the changes to the settings. Rn sent me the following settings: basal: 12a 0.175, 4 am 0.50, 6am 0.225 - changed time from 7am -, 10am 0.175, 3pm 0.225, 8pm 0.275. Ic ratio 12am 1:20, 5a 1:13g, 11am 1:14g, 2p 1:18g -added-, 4pm 1:22g. Isf 12a 225, 6a 220, 5p 225. The next morning, I work up about 6:30 a.m. To test his blood sugar and found him clammy and unresponsive. He was hypoglycemic with a blood glucose = 48. I was finally able to wake him and treated him with juice to bring his blood sugar back up again. I called rn, and told her what happened. She looked at the last setting she had sent and told me the 4 a.m. Basal setting was a typo. It should have been 0.050 not 0.50. A big mistake that would have killed him if I didn't wake up to check him. The problem with the pump is that there is a safeguard in place in the advanced settings of the pump that protects adults from administering to much basal by setting a max per hour. It goes from 0.00 to 0.50, but it does not allow a setting below 0.50, which is needed for a child or baby. If this was in place, the pump would have warned me when I put in 0.50 if the safeguard was set to 0.250. The company needs to change the advance setting to allow a number below 0.50 if they are going to allow children to use this pump. It does not matter if it is a doctor, nurses typo, or a parent making a mistake, this safeguard needs to be in place. Animas needs to also stop the practice of providing support for this pump through emails. Much is lost in the communication of an emails such as typo's. Using this pump for the first month needs a great deal of support and I don't feel animas applies this.